Event description:
Lead partially capped due to suspected fracture, rv threshold above the limit, and rising impedance. The lead was attempted for extraction on june 13th. The lead began to shred during extraction making it very difficult to remove. Snare technique was used and the distal portion of the lead was unable to be removed. Remaining portion of lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.